Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-13133- device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 3 infusion sets leakage event on (B)(6) 2024. The leakage was located at the site. The first and third set was in use for 1 day and the second for 2 days. The blood glucose of patient was 230 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.